Event description:
It was reported that they found leaking in a hazardous drug bag after being transporter from another pharmacy to their facility. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Received one device. The complaint of leakage can be confirmed due to the failure mode observed of leakage at the internal bag seam. The cassette was leak tested with the internal bag open using a hydrostatic pressure pump. During the fill process a leak was observed to be coming from the internal bag at the seal of the bag. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.